Manufacturer narrative:
Intuvie received the infusion pump for preventive maintenance (pm). During device testing, the pump failed the ground resistance test, measuring 0.145 ohm, which is outside the acceptable specification of less than 0.1 ohm. Intuvie servicing performed final testing on march 6, 2026, and determined the probable cause to be a component failure. The power filter was replaced, which resolved the issue. Subsequent ground resistance testing passed at 0.089 ohm. Reference to complaint#: (B)(4).

Manufacturer narrative:
A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed during testing. At this time, the probable cause of the ground resistance failure has not been determined. Corrective action has not yet been identified. A supplemental report will be submitted once the investigation is complete and corrective action has been implemented. Reference to complaint # (B)(4)

Event description:
It was reported to intuvie that the pump failed the ground resistance test, measuring .131 ohms, which exceeds the acceptance criterion of < 0.1 ohms. No patient involvement was reported.